Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Event description:
It was reported that on (B)(6) 2007, patient underwent following procedure: anterior lumbar interbody fusion, l4-5 and l5-s1 with cages posterolateral mass fusion, l4-5, l5-s1 with screws, large fragment, titanium, 22mm length. Bone graft was bmp, iliac crest right local bone. Pre-op and post-op diagnosis: internal disc disruption, l4-5, l5-s1 as perop notes: ".. At l5-s1. An osteotome was used to remove anterior claw osteophyte, disc removed and a 10 degree 12 x 24 mm cage was prepared and inserted using bmp.. The patient withstood the procedure and returned to recovery room in good condition.."

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.